Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl; cause was not known. Bolus via pump was delivered to address bg. Pump system check was performed and pump time was found to be off by 1 hour. Time issue was due to not adjusting time for daylight savings.